Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement ext scu to r/a psu cable shipped to site 11/02/2015. Medtronic investigation of returned suspect ext scu to r/a psu cable finds that the returned cable was found to be in good condition with no damage to the cable, connector or pins. The cable passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. On 11/03/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system camera beeped and then displayed localizer not connected in the software. The message remained for approximately 10-15 seconds before re-establishing connectivity. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
Suspect input/output hub returned and evaluated. When connected to a known good system the I/o hub performed as expected. The hub was recognized in usb view. The psu (position sensor unit) and scu (system control unit) communicated without issue. All usb ports on the hub were found to be functional. The setup was allowed to run continuously overnight and did not have a communication issue during that time period. No problem found. Unable to duplicate reported failure.